Event description:
Customer reported, dark images during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and discovered the monitors were not supplied by ge and were incompatible with the 9800 system. Notified customer to replaced the monitors with ge approved monitors.